Event description:
Defective bloodline braun lot numbers 0062002403 - 3 boxes, lot #0662004534 6 boxes - air getting into lines during patient treatment. When having to switch to new lines unable to return blood to patient (est. Apx 200 - 250 cc). We had been notified of this on 9/5/2025 but continues to occur. Patient code: 4580. Device code: 4062; 2588. Reference reports: mw5177213, mw5177214, mw5177215, mw5177216, mw5177217, mw5177218, mw5177219, mw5177220.